Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter was in normal condition when it was implanted, and it was normal during dialysis on the second day. However, before the dialysis on the third day, it was discovered that the catheter suture wing had fallen as a whole. The doctor replaced the reported product with a set of catheter of the same model. There was nothing unusual observed on the device prior to use. There were no other products being utilized with the device. There were no other visible defects/damages found on the product. Replaced with a set of the same model of catheter was the intervention/treatment required as a result of the event. The treatment proceeded and was completed. There was no blood loss and blood transfusion was not required. The catheter was not moved out of place. The ring of the suture wing was not broken. The stitches did hold. There was no reported patient injury.